Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke may occur during this type of procedure and as listed in the instructions for use, is a known potential adverse events associated with the use of the product. The reported hospitalization was in response to the patient symptoms. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that during the procedure in the right internal carotid artery, the patient experienced a cerebrovascular accident (cva) with left sided weakness and inattention, sensory loss, hemianopia, aphasia and dysarthria. CT scan revealed evolving right middle cerebral artery cva. The patient was discharged to a rehabilitation facility on (B)(6) 2010. The neurologic symptoms improved although deficits continue. Though requested no additional information was provided.